Manufacturer narrative:
No kit lot number was provided for a specific investigation. No sample was returned for further testing, and no additional information was provided. A review of complaint trends revealed that all of the alere determine (B)(6) lots are performing according to label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that the device is performing within labeled claims

Event description:
This report represents 1 of 2 (B)(6) alere determine (B)(6) combo patient results reported by a customer. The patient gender, pregnancy status, treatment and patient outcome were unknown. No device lot numbers or dates of occurrence were provided. There is insufficient information to determine if a malfunction occurred.